Event description:
The surgeon reported that during insertion of a smartnail during a left ankle arthroscopy for osteochondritis dissecans (ocd) of the talus, the implant split longitudinally from the head. This occurred because the surgeon observed that only half of the smartnail length was inserted and he attempted to reinsert the arthroscopic tip over the smartnail using the arthroscopic piston to further seat the implant into its proper position. Following this event, the surgeon tried to remove the smartnail with alligator forceps when it snapped across the implant at the point where it was protruding.the surgeon then performed a mini incision to remove the broken implant and ocd fragment. At this time, the surgeon chose to remove both implants and all fragments. The procedure was completed without injury to the patient. There was approximately a 30 minute delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this smartnail for evaluation and confirmed the reported event. A visual and microscopic examination found the returned smartnail split longitudinally (approximately 10mm of the shaft) just below the head and broke just above the barbs. The root cause of this failure could not be determined. The lot release documentation showed all smartnails with this lot met mechanical and dimensional specifications.